Event description:
It was reported that removal difficulties occurred. A 20 x 3.50 mm promus premier drug-eluting stent was selected for a percutaneous coronary intervention (pci). Following stent placement via percutaneous transluminal coronary angioplasty (ptca), the stent was well positioned and successfully inflated without any issues. However, the stent balloon could not be retracted into the guiding catheter. The catheter and balloon were subsequently pulled back to the radial sheath but could not be advanced into it. As a result, the sheath was removed along with the catheter and balloon. There were no patient complications, and the patient is reported to be in good condition.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. The device was not returned for evaluation; therefore, a technical analysis could not be conducted. However, media was provided showing the deflated balloon and device shaft. This media does not confirm the reported allegation.

Event description:
It was reported that removal difficulties occurred. A 20 x 3.50 mm promus premier drug-eluting stent was selected for a percutaneous coronary intervention (pci). Following stent placement via percutaneous transluminal coronary angioplasty (ptca), the stent was well positioned and successfully inflated without any issues. However, the stent balloon could not be retracted into the guiding catheter. The catheter and balloon were subsequently pulled back to the radial sheath but could not be advanced into it. As a result, the sheath was removed along with the catheter and balloon. There were no patient complications, and the patient is reported to be in good condition.